Event description:
It was reported that the device would not power on battery source. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the remove power supply assembly at the failure analysis ctr and verified the reported malfunction. Further component root cause was not determined.